Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sep2019. The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. During further investigation (fi), a visual inspection of the gas delivery system (gds) assembly revealed the o2 flow sensor was sheared in half, thus testing was unable to be performed. The oxygen flow sensor was replaced with a known good o2 flow sensor for airflow accuracy testing. The returned gds was installed onto known good test unit. The unit was booted in normal operation mode and check for alarms and errors. The test vent booted up and delivered breaths. Power was cycled on and off without generating any errors. The gds unit did not fail any single test value from test procedure for v60x. The return reason could not be replicated on the subsystem and the failing component could not been isolated. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the airflow accuracy test (pvt test 5) failed at the 0slpm setting. There was no patient involvement.